Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) - incomplete. The lot number is currently unavailable.

Event description:
The previous sales rep for this account left the company and when the current sales rep went to the account, he was handed a box of 8 different devices with no procedure dates, no failures for each device, or any information regarding procedures. The sales rep when observing the devices believes that the following failures are: expressew ii flexible suture passer the jaw is not opening or closing. Expressew iii without hook the jaw is not opening or closing. Ratchet handle with jacob's chuck is no longer ratcheting, device is sticking. Arthro suture scissor the distal tip appears to be bent. Two cord cutters one is not sliding properly and the other the inside distal tip appears to be broken off. Anteromedial femoral aimer 7.5mm where the handle and driver meet is loose modular driver 23mm is bent at the distal tip. The sales rep stated that the customer did not report any patient harms to him. The devices will be returning for evaluation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and inspected. The inner blade was not returned with the device. After visual inspection of the distal tip showed no signs of breakage. This complaint is not confirmed. Additionally, the device is discolored/fading off, small scratches and nicks were discovered. This device is approximately 11 years old and could¿ve seen heavy use/high sterilization processes over time. Via functional testing a test inner shaft blade was inserted in the device, the inner blade locked in place as intended. A test suture was loaded on the inner shaft blade. The device successfully cut the suture with no issues. The release trigger worked as intended. The device was returned incomplete and a full investigation cannot be conducted due to the missing inner shaft blade, which could¿ve been the component that broke, however that cannot be determined at this time. The DHR review indicated that this batch of devices was processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a related complaint search in depuy synthes mitek complaints system revealed no complaints for this lot of devices that was released to distribution. And at this time no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).